Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was morphine with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient did experience withdrawal symptoms a couple years ago. The patient experienced dry heaves. They took the old medication out of the pump and put in new medicine. The caller reported that the patient kept saying he wasn't getting the medicine. The caller then stated that maybe a week or two later they pulled the drug out of the pump and it had the same amount of drug as when they did the refill. It was confirmed they did not hear the pump alarm when this event occurred. They ended up replacing the pump. The patient was on oral medication until he had the new pump put in. The situation was resolved. There were no further complications reported/anticipated.